Event description:
Patient was in surgery for laparoscopic procedure, surgery was completed and the surgeon was removing this device, the nurse watching the monitor noted the end of the device broke off and fell into the patient's body cavity. Surgeon was able to locate and remove the broken piece prior to closing the patient. No adverse patient outcome noted because the nurse observed the event and reported to the physician for retrieval which avoided this resulting in a retained object event.